Manufacturer narrative:
(B)(4) according to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel and claudication.

Event description:
On (B)(6) 2015, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the computed tomography (CT) scan confirmed that the procedure was completed without any issues. The patient tolerated the procedure. On (B)(6) 2015, the patient arrived in the hospital with claudication and the pain in the left leg. The CT showed that a gore excluder aaa endoprosthesis featuring c3 delivery system was completely occluded on the left side. The device thrombosis was on the ipsilateral side. On (B)(6) 2015, the patient underwent a fem-fem bypass procedure. The occlusion was resolved. No further adverse events have been reported. The patient tolerated the procedure.